Manufacturer narrative:
Unknown taper medwatch sent to FDA on 07/06/2016. This complaint was reported by the patient. Further information regarding the event description, patient information, implant/explant physician information and device information has been requested of the patient. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. To date, apollo has been unable to confirm the events with the physician or received any additional information. Device labeling addresses possible outcomes of vomiting and pain as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection.

Event description:
Reported as: a patient with the lap-band system was reported to have "had the lap-band placed....almost immediately there were issues...[the patient] could no longer take the pain...couldn't eat anything, [and] was constantly throwing up foam, and was serious." It is implied the patient's lap-band system was removed.

Manufacturer narrative:
Unknown taper. Supplement #1 - medwatch sent to the FDA on 01/03/2017. Apollo received permission to follow up with the patient's physician to confirm the reported events. To date, additional information and confirmation regarding the events have not been received.